Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experiencing high blood glucose. Customer's blood glucose value was 400 mg/dl. Customer stated that they had an insulin flow block alarm which was resolved by infusion set change. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.